Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The drive gas check valve was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 08/28/2018 phone call, 08/29/2018 phone call, 08/30/2018 phone call. Unique identifier - (B)(4).

Event description:
The hospital reported that, during a case, higher pressure than expected was noted. There was no reported patient injury.